Event description:
Pt placed on servo-I ventilator at 1538 for mechanical ventilation with heliox. At approximately midnight, rt was preparing to change out heliox tank. Prior to starting, rt moved the vent slightly and all of a sudden vent shut down and started alarming with message - vent malfunction please restart. Patient immediately removed from vent and was manually ventilated by 2nd rt in room, while 1st rt tried troubleshooting issue. Troubleshooting actions did not resolve issue. Patient placed on different ventilator. Doctor was made aware. Malfunctioned vent removed from service, tagged and sent to biomed for service.